Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6f/7f mynx control vascular closure device (vcd) ruptured and sterile saline leaked from the balloon during preparation. Hemostasis was achieved by using another mynx device. There were no reported injuries to the patient. The device was prepared and stored according to the instructions for use (IFU), and no damage was observed prior to opening the package. The deployer was mynx certified, and during balloon inflation the inflation indicator at the rear of the device extended with the black lines clearly visible. Additional details were requested but were not available. The device will be returned for evaluation.